Event description:
A passeo-18 balloon catheter was chosen for treatment of a moderately calcified lesion (75 percent stenosis degree in the mildly tortuous anterior tibial artery. A 5f short sheath was inserted into the right common femoral artery. 0.18 inch wire is used to cannulate pass the lesion in the anterior tibial artery. The wire is parked at the distal anterior tibial artery. The balloon was then inflated to 6 atm. Balloon pressure unable to stay at 6 atm. On the angiogram, contrast can be seen leaking out from the balloon. Balloon is properly deflated and removed out of the patients body.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected balloon has been inflated and was deflated in the as returned state. Upon inflation up to 6 atm (np) the balloon opened normally but the pressure did not hold. A fine jet of water was seen to emerge from the distal balloon portion. Microscopic inspection revealed a pinhole nearby the distal x-ray marker. In close vicinity to the pinhole a long deep scratch was observed which has likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the reported event is most likely related to the patients anatomy (i.e. Calcified lesion).